Event description:
A user facility reported to olympus that, the airway mobilescope had an air and water leakage. Upon inspection and testing of the returned device, it was observed that the bending manipulation section and insertion tube was defective and peeled. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. The evaluation found the coating on the insertion tube to be peeling and scratched. Additionally, the bending section cover was defective. The faulty parts need replacement to meet olympus functional standard. The investigation assumed the wear and tear was due to user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the bending manipulation section and defective insertion tube likely occurred due to physical stress, chemical stress or stress from the storage environment. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: ¿important information. Please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The following information is stated in the instructions for use regarding reprocessing: "1.4 precautions: for information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The following information is stated in the instructions for use regarding the storage environment: ¿store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area.¿ olympus will continue to monitor field performance for this device.